Manufacturer narrative:
B5 - information received the returned device indicates that the pt was receiving morphine 10 mg/ml at a rate of 1.799 mg/day, not methadone as previously reported by the hcp. B6- a catheter study was performed date unk. Reported to be "unremarkable". H6 - the device was returned on 03/06/2006 to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The hcp reported that the patient had experienced "withdrawal symptoms" and pump explanted and replacement after implant duration of 5 months. The patient was receiving methadone via the pump. The initial report indicated that a fluid build-up was noted at the pump pocket site. In 05, an MRI revealed leaking at the pump/catheter site. Tesla strength or MRI is unknown. The fluid was analyzed and found to contain methadone. Slight volume discrepancies were noted - 12.6 ml estimated reservoir volume; 12 ml actual volume. The patient reported hearing a "critical alarm every so often". Pump logs reveal 11 instances or pump motor stalls and pump recovery error messages. The patient was experiencing headaches, nausea, and edema requiring adjustment of oral medications and keeping "a close eye on the situation." The pump was replaced with a similar device in 2006.